Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
After cardiac ablation/mapping with a octaray nav catheter, the patient experienced blood pressure dropped, and pericardial effusion treated with pericardiocentesis and 1.2liters of blood was tapped from the pericardial space. The last known patient status was stable. The report indicated that a pericardial effusion was initially noticed using an ice (intracardiac echoacrdiography) catheter at the beginning of the case. The procedure was continued and completed. At the end of the case, it was noticed and confirmed that the pericardial effusion had grown and was around additional chambers. The medical intervention provided was a pericardiocentesis. The last known patient status was stable. The physician didn't believe that the injury was caused by the varipulse catheter, and the physician believed that the injury occurred due to the ice soundstar catheter (reprocessed by stryker) in the right ventricle or the octaray catheter (brand new) in the left atrial appendage. The patient required extended hospitalization (one additional day). The patient required cardiac surgery with pericardiocentesis and left the drain in. The sheath and the catheters exchanged 3 times (vizigo: octaray pre map, varipulse insertion, octaray post map). The number of performed ablations were 25 all with pfa (pulse field ablation) and performed within the pulmonary veins. Two transseptal puncture sites were performed during the procedure. The medical team lost the first transseptal and stuck again. Prior to noting the pericardial effusion/cardiac tamponade, the effusion was not noted prior to the case. No evidence of steam pop. The flow settings were 4ml and 30ml during pfa. The correct catheter settings were selected on the generator. No issues with flow rate change at the start of ablation. A trupulse generator was used for the procedure.